Event description:
It was reported that patient liaison spoke with this patient regarding his complaint of how he was treated by physician. He states that physician was abusive and shouted at him and says that he sabotaged his prosthesis. The patient has a long history with ams and this is his 5th implant. He is a transgender patient who had a phalloplasty and has had great success with the implants except that he has had a number of failures over time. The latest implant was removed due to infection which showed s. Aureus. He is under the care of an infectious disease. Dr. Told him that he might be sensitive to the inhibizone coating. Patient liaison did let him know that boston scientific does have a non-coated device. He asked if boston scientific could intervene with physician and patient liaison let him know that was not in the scope of practice. He said he will address it in other ways. He also stated that he has been referred to two gender clinics; one in (B)(6) and one in (B)(6) and he asked patient liaisons opinion on these clinics. Patient liaison had no information to share regarding the clinics. He will contact the patient liaison again if he has further questions.